Event description:
During a reprogramming session, the patient's right lead exhibited high impedances. The doctor reported that when he reviewed a patient's x-ray, it appeared that the lead had splintered. The splintered lead was removed and the patient was implanted with a new lead.